Manufacturer narrative:
The device was evaluated by olympus, and the reported issue was confirmed. There was a disconnection / short-circuit of the image sensor cable. The bending section cover adhesive was missing, and the bending section cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic laparoscopic hernia repair, the screen blacked out when the doctor angled the endoeye flex deflectable videoscope. The intended procedure was completed with another device and the visera elite ii video system center. No patient injury reported. The device had been inspected but no abnormality in appearance was found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was confirmed via reproduction. The coating of the imaging cable was torn at the bending part, exposing the comprehensive shield wire, so when the angle was operated, the broken coating came into contact with the bending tube causing a short circuit, resulting in a blackout. It has been confirmed that the coating of the imaging cable was torn due to scratches on the curved rubber, cutting of the curved blade, and fraying. It is likely that it interfered with the curved top and broke the wire. Olympus will continue to monitor field performance for this device.